Event description:
It was reported that the programmer boots up slowly. The 2090 service diskette was run, but did not resolve the issue. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the boot cycle was slow. As a result the software was reloaded and after this no other anomalies were found.